Event description:
Fourteen days post procedure, infected groin examined by physician who found a retained sheath. Sheath is not radiopaque and was not seen on ultrasound. Pt started on antibiotic and may require future debridement of site.